Manufacturer narrative:
510(k) is for the initial fr2 release. Method: device internal memory was reviewed.

Event description:
Device is part of a recall population (B)(4) , upon completion of the eval, it was found to have a component failure related to the recall. Ref: (B)(4) .